Event description:
Caller states pt tested 1.3 inr on the coaguchek system while a comparison lab returned as 1.8 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.